Event description:
A physician reported a pt who was originally skin tested on 23 december 1997 in the right forearm with negative results. On 20 february 1998, the pt was treated in the oral commissures. On 8 may 1998, the pt was examined by the physician who noted lumpiness and redness at all treatment sites, including the right forearm skin test site. The pt stated the onset of the symptoms was about two weeks prior to the 8 may 1998 examination. The physician diagnosed the symptoms as a hypersensitivity. On 8 may 1998, the physician injected intralesional kenalog in the oral commissure treated sites. No further medical or surgical intervention was planned or prescribed.